Manufacturer narrative:
Results - station solenoid.

Event description:
The international customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician replaced the three station solenoid. Extended self testing (est) was completed and all tests passed to operating specifications.